Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/11/2017 with the following findings:. No activity related to the complaint was observed in black box or pump histories: unable to verify or duplicate reported issue..the display is dim with a red hue. The battery compartment is cracked alongside of pump. Pump case is cracked between battery compartment and u-groove. Threads on battery cap are stripped. Pump was exercised for 24 hours without "resetting." Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter stated that the pump keeps resetting itself; unable to reach patient to determine what exactly they meant by this. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.